Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, the evaluation has not yet begun. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was pierced and leaked. This occurred during priming and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A simulated therapy was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.